Manufacturer narrative:
Medical device problem code 2017 - against resistance, excessive force. Visual and dimensional inspections were performed on the returned guide wire and the reported break was confirmed. The reported failure to advance and entrapment of the device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. It should be noted that the instructions for use (IFU) guide wire hi-torque infiltrac, cto, ce states to carefully observe the instructions under ¿do not¿ and ¿do¿. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the reported IFU violations of pushing the guide wire forward to break the calcium against resistance, does appear to have caused or contributed to the entrapment of the device which resulted in the tip separation and foreign body in the patient. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, entrapment of the device, tip separation and foreign body in the patient appear to be related to user error. In this case, the guide wire was forced and/or pushed against resistance to break through the calcium causing the tip to get caught in the calcium. Manipulation of the guide wire against resistance ultimately resulted in the tip separation and the foreign body in the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other ht infiltrac devices are filed under separate medwatch report numbers. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 100% stenosed, chronic total occlusion (cto) of the right coronary circumflex (rcx) artery. Reportedly, the initial 190cm ht infiltrac 3cm guide wire (gw) was pushed forward in an attempt to break a calcium lock in the anatomy, but the tip became stuck in the calcium and broke off in the patient where it remains. A second 190cm ht infiltrac plus 3cm gw was attempted when it unraveled at the distal end due to interaction with the anatomy. A third 190cm ht infiltrac 3cm gw was attempted when it unraveled at the distal end as well due to interaction with the anatomy. A fourth 190cm ht infiltrac plus 3cm gw was attempted when the tip became bent at the distal end due to the anatomy and the procedure was cancelled. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.